Event description:
It was reported that with this right ventricular (rv) lead was surgically abandoned due to lead fracture. Additional information received indicating that this rv lead exhibited pacing impedance high out of range and a failure to capture in bipolar. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.